Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(4) 2010 and suture was used. During the procedure, the needle broke during suturing. The needle was recovered during the procedure. There were no adverse pt consequences.